Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Device code relates to problem code for the reported issue of clip difficult to release from the catheter. Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after opening and closing the handle multiple times, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.